Manufacturer narrative:
Additional information received: the patient has since been discharged and has made a full recovery. Relevant patient's medical history? Previous defunctioning ileostomy for constipation brain tumor, cholecystectomy. Developed parastomal hernia for which the surgery was for. Patient's age, gender and weight? 64, male 109kg. Product ID (catalog number) and lot number? Ref606-300-006, 2205016. Reason for surgimend use and location ? Parastomal hernia repair left side abdomen. Surgimend placement date? (B)(6) 2023. Did the patient have a fever? If yes, provide date, duration, treatment and temperature number? Had a mild temperature of 38.1 on the immediate post operative day but then none during the rest of the admission. Could you please describe the erythematous change around his left abdomen and treatment? Developed erythema post operatively that spread to left flank which required a return to theatre to evacuate a hematoma at the stoma site and to incises the erythematous skin to ensure there was no signs of necrotizing fasciitis (of which there was not) had persistent edema for about 3-4 weeks and needed prolonged stay in hospital on IV antibiotics.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h4, h6, h10 surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A voluntary recall was initiated for all products made the boston manufacturing site due to potentially high levels of endotoxin in the products.

Event description:
A physician reported: "I operated on a patient for a parastomal hernia repair early this year. Postoperatively he developed erythematous change around his left abdomen on the side the parastomal hernia was repaired. I went back to theatre postoperatively to evacuate a hematoma from the site, but the inflammatory change persisted for 3 weeks after the surgery. " the patient has since been discharged and has made a full recovery.